Manufacturer narrative:
Patient is a 60-year-old right-hand-dominant male. Surgeon reported that the patient was non-compliant and did not follow post-implantation instructions. The patient often played his guitar, mowed his lawn, and prior to the revision surgery got into a physical altercation which resulted in a third metacarpal base fracture. This failure does not appear to be due to a skeletal dynamics device malfunction. The patient was known to be involved in strenuous physical activities during recovery which likely affected the site's potential to fuse and caused the metacarpal screw to back out.

Event description:
The surgeon noticed the distal screw was backing out of the medullary rod in the 3rd metacarpal during a follow-up visit three months post-implantation.